Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. The received tube is empty, no screw is in the tube. The seal of the package is broken which indicates that the tube was opened once, this is also visible on the received pictures. The complaint condition is confirmed as the received tube is empty as complained. This lot was manufactured in june 2019, all device are distributed and we are not aware of any other complaint for this article- and lot combination. The device was forwarded to the packaging supplier for evaluation with following result: according to our documentation and process review, everything was carried out as specified. No deviations were recorded. Quantity checks are done at all stages of the production process. The reject sample, sent back to supplier, did not contain a product. However, the seal of the startube was already broken. Since the seal was broken the supplier cannot verify that the deviation was caused during manufacturing. Therefore the complaint is rated as indeterminate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot this mre review is for sterilization procedure only part: 04.210.120ts lot: 4l86532, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 16.jun. 2019 , expiry date: 01.may 2024 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing location: monument manufacturing date: 07-may-2019, part number: 04.210.120, 2.4mm ti va locking screw stardrive 20mm, lot number: h883315 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the customer reports that during the opening of the tubing, the locking screw was missing. There was a surgical delay of less than one minute. No patient consequence reported. This report is for one (1) 2.4 mm ti va locking screw stardrive 20 mm sterile. This is report 1 of 1 for (B)(4).